Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked. The customer¿s blood glucose level was 6.4 mmol/l. The customer states that the reservoir lip ring was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.